Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_ 12.6 implantable collamer lens of diopter -9.5 into the patient's left eye (os) on (B)(6) 2024. The patient experienced low vaulting. Intraoperatively the lens was removed and replaced with a longer length lens. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).